Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient "blacked out" and went to the emergency room. It was also reported that the patient had a cerebrovascular accident. The device could not be interrogated, the battery was dead and the device had no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient "blacked out" and went to the emergency room. The device could not be interrogated, the battery was dead and the device had no output. The device was explanted and replaced. No patient complications have been reported as a result of this event.